Event description:
Customer states analyzer leaked onto the floor and into the walkway forming a large puddle. Customer states she found disconnected tubing near the pressure container. No operator was harmed and no discrepant or erroneous patient results were generated.

Manufacturer narrative:
The field service representative determined misadjustment of the pressure container valve to be the cause. He replaced the pressure valve and ran diagnostic checks.